Manufacturer narrative:
No conclusion code available. The reported sensing anomaly was confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for follow up showing post-paced t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were made. Device remains implanted.

Event description:
It was reported that patient presented in clinic for follow up showing post-sensed t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were made. Device remains implanted.